Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient experienced a hypoglycemic event while driving. At the time of the incident, he was unsure whether his phone¿s bluetooth was enabled. His samsung galaxy s21+ 5g was connected to his car, running dexcom mobile app version 2.8.0. The patient reported that he did not receive any low glucose alerts or notifications from the app prior to losing consciousness. The patient could not recall the continuous glucose monitoring (cgm) reading before the event, as he was driving and lost consciousness. He was involved in a car accident, and emergency medical services (ems) were called to the scene. A paramedic performed a manual blood glucose test using a glucometer, which showed a critically low reading of 20 mg/dl. The dexcom cgm reading was not checked by either the patient or ems personnel. The patient believes ems administered treatment to raise his blood glucose, though he is unsure of the specifics. Upon arrival at the emergency room, he assumed that IV fluids were given. Later, his blood glucose was measured at approximately 65 mg/dl, prompting a nurse to administer carbohydrates. A subsequent reading showed 192 mg/dl, after which the patient manually administered a bolus using his omnipod device around 11:30 pm. Imaging studies were performed and returned negative. The patient was discharged the same day and reported feeling fine at the time of this report. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 07/25/2025. Data was further reviewed. On (B)(6) 2025, the patient's estimated glucose values dropped below the low alert threshold of 80 mg/dl and the app delivered an urgent low soon alert at 20% volume at 08:23 pm with an estimated glucose value (egv) of 71 mg/dl and 50% volume at 08:28 pm with an egv of 59 mg/dl. The egvs dropped to low (less than 39 mg/dl), and the app delivered an urgent low alert at 20% volume at 08:33 pm and 50% volume at 08:38 pm. From 08:43 pm to 09:59 pm, the app delivered urgent low alerts at 50% volume through an external bluetooth audio device (patient alleged driving in a car). Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause is phone connected to external audio output device. No additional patient or event information is available.